Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4)-pc. Lot in october of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument as received shows that the laser marking on the outer tube is 180 out of its proper location with the luer port, seal and cap facing upward position. Further evaluation shows that the luer port, seal and cap are loose and not tightened down properly in the knob rotation assembly and the jaws are loose and misaligned in closed position. There is no visible damage to the jaw pivot pin area of the outer tube assembly. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis ¿assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged. We are unable to determine what caused the drive rod bosses to become damaged and for the luer port, cap and seal to be loose and for the laser marking on the outer tube assembly to be 180 from its correct position but lack of proper maintenance and mishandling of this device at the end user's facility is suspected. All (B)(4)instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws of the applier were found misaligned when it was checked before a surgery. Therefore, another applier was used instead". No patient involvement.

Event description:
It was reported that "the jaws of the applier were found misaligned when it was checked before a surgery. Therefore, another applier was used instead". No patient involvement.

Manufacturer narrative:
(B)(4).